Event description:
During a lap nephrectomy procedure, after cleaning the instrument, the blade tip broke off. The fractured end was recovered and a new shear was opened to complete the case. No pt consequence.

Manufacturer narrative:
Evalution summary: the analysis results confirmed that the device was returned with the distal tip of the balde broken off. The remainder piece of the balde was found to be scratched and gouged. The identified blade damage may have occurred from external contact during activation. In addition, mnor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the balde may lead to premature blade failure" and "avoid accidental contact with toher instruments during use."